Event description:
During in-clinic follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead which resulted in the episodes of oversensing. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead which resulted in the episodes of oversensing. The rv lead was capped and replaced to resolve the event. The patient was stable.